Event description:
It was reported that this study aimed to evaluate clinical performances and implications of the (subcutaneous implantable cardioverter defibrillator) s-ICD atrial fibrillation detection algorithm. It was reported that incidence of inappropriate shock was related to atrial fibrillation or atrial flutter at the end of follow up, as well as atrial fibrillation with rapid ventricular response, and one related to atrial flutter oversensing. All inappropriate shocks related to atrial fibrillation or atrial flutter were preceded by at least one atrial fibrillation alert. No adverse patient effects were reported.